Event description:
It was reported that after five days of intra-aortic balloon (iab) therapy, the iab stopped being able to calibrate. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer successfully converted to using the fluid lumen as the arterial source. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: administrator/ supervisor. Initial reported full name: (B)(6). The device was not returned and could not be evaluated. It will not be returned for investigation. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).